Event description:
The reporter stated that the device results were high and he dosed too much insulin. He stated that the device result was 269mg/dl and two hours later he went to the hosp because of low blood sugar symptoms. He said that his glucose was 79mg/dl at the hosp and he was admitted for observation and was in the hosp four days.